Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had liquid malfunction, and was damaged. It was noted that there was infiltrations. It was further determined that the device failed pretest for charging and checking of power module in charger, function test, saw test, check indicator ¿ liquid damage, information button and self-test, check charging sockets, check for externally cleanness and foils of liquid damage, general condition and lever. It was noted in the service order that the device was out of order, and the red light was illuminating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.